Event description:
It was reported that a guidewire stuck occurred. During a procedure, after eight applications, the starter guidewire because stuck in the catheter and would not release. The catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is not expected to return as it was discarded by the facility. It was further reported that no tissue was observed on the tip of the catheter or the guidewire. There was resistance noted while manipulating, advancing, or withdrawing the guidewire. Additionally, the guidewire and catheter were both replaced.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.